Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a6, b3, b5, d6b, h6.

Event description:
Patient later reported "radial folding" via us report and "double capsule." Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, left "implant have been recalled" and "has ruptured". Device remains implanted.